Event description:
My breast implants (placed post reconstruction after mastectomy) caused autoimmune disease, extreme fatigue, chronic infection and cognitive impairment. I have since had them removed and now have no evidence of autoimmune disease. You really need to look into the connection between breast implants and autoimmune disease. The fact that you say there is no connection between the two is ludicrous. Women are very sick and dying.